Event description:
Per information provided: on (B)(6) 2011 - patient underwent surgical intervention for metastatic endometrial carcinoma in the left lower quadrant thereby underwent implant of bard flat mesh (device #1 & #2). (Note: no implant op notes were provided for this procedure.) On (B)(6) 2012 - patient underwent surgical intervention for metastatic endometrial carcinoma in the left upper quadrant thereby underwent implant of bard flat mesh (device #3). Per op notes, "a large abdominal wall defect was identified, and a bard flat mesh (device #3) was placed and sutured." On (B)(6) 2013 - patient was diagnosed with recurrent and persistent pain in the left upper quadrant and left subcostal region thereby underwent exploration of left upper quadrant and left subcostal region. On (B)(6) 2014 - patient underwent surgical intervention for metastatic endometrial carcinoma in the right lower quadrant, adhesions thereby underwent lysis of adhesions and repair of abdominal wall defect with implant of biological mesh. Per op notes, "lysis of adhesions was performed in the bowel and underside of the previously placed mesh (device #1, #2 & #3). A biological mesh was placed and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1, #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.